Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine. No patient injury or medical intervention was indicated in association with this report. No additional information is available.